Manufacturer narrative:
Other, other text: d4: lot number, expiration date are unknown. One sample was received for evaluation, the lot number is unknown. Visual inspection found no obstructions, damage, or other defects detected. To conduct functional testing a leak test was performed. Upon testing, the reported problem was unable to be duplicated. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Manufacturer narrative:
H4 device manufacture date is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tubing set started leaking chemo when infusing to a patient. The patient did not receive the last remaining 6-10 hours of their 46 hour infusion due to leak. No additional information available. No patient injury was reported.